Event description:
Event description guidant received information that one of these implantable leads had dislodged and migrated from its original position. The patient was experiencing substernal chest pain, which got worse with movement. The lead's position was unknown, therefore guidant will report on the ventricular lead.